Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. . Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ syringe hub separated from use. The following information was provided by the initial reporter: it was reported by the consumer, the needle is missing, the hub separates and the shields are difficult to remove.   Verbatim: consumer stated, over the last few months, she's experienced different issues with syringes. Reported, removing needle shield and finding no needle. Stated, when she removes the needle shield, the needle hub separates. Stated, needle shields are difficult to remove. Could not provide product information.